Event description:
The customer reported that the ventilator had a back-up battery error. It was unknown how the issue was found. No patient or user harm was reported. The customer spoke with a remote service engineer (rse) who provided the part number for the battery. They discussed how to enter diagnostics, battery voltages, and how to view error log. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: there was no patient involvement. No impact on patient or user. Multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 08/12/2022, 09/01/2022 and 10/02/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.